Event description:
The lead was returned to the manufacturer after being explanted and replaced due to system downgrade. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product: 5064 implantable pacing lead. (B)(4).